Event description:
The customer reported oil mist. The customer stated that there were no physical complaints related to this issue. The asp field service engineer repaired the unit.

Manufacturer narrative:
(B)(4).